Event description:
The reporter stated that there was a leak between ti-adapter and patient adapter during patient infusion. According to the baxter sales representative, leakage from the titanium adapter was noted prior to this incident occurring. There was no information available regarding whether or not there was anything unusual about the threads on the set or adapter. The patient was not instructed on how to assess the connection. The patient had a titanium baxter adapter. No patient injuries or medical interventions occurred as a result of this event. The product was new.

Manufacturer narrative:
The device will not be returned for evaluation. Should the device become available for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.